Event description:
The customer reported having low blood glucose and the paramedics were called at his sister's house. The customer stated that he passed out, and they broke two of the doors to get into the home. The customer was treated with glucagon and jelly. Then the caller stated that almost he passed out again while fixing the doors in the garage. He also mentioned that six weeks ago he passed out for five hours in the shower. Offered to troubleshoot, but the customer was in a car dealer and declined to test the insulin pump. The customer stated that his glucose level was 367mg/dl this morning, and three hours later his blood glucose was 136mg/dl. He stated that he ate mexican food last night and takes a while for his body to get the blood glucose down. Days later, the customer called back and stated that his meter is not sending his blood glucose to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.